Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 07-jun-2022 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 14-jun-2022 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. During a review of log file data it was revealed that there were motor start events with atypical parameters. It was noted that the patient will need to be re-educated about disconnecting his powers as that may be part of the frequent motor start events. Also, the ventricular assist device (vad) exhibited above normal power, high watts and low flow alarms. The patient was admitted to hospital for a controller exchange as there was concern that the vad would not restart. The controller was exchanged without any issues. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers ((B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 05/apr/2023 at 20:47:23, on 13/apr/2023 at 18:18:34, on 26/apr/2023 at 23:47:11, on 08/may/2024 at 04:49:39 and on 07/sep/2024 at 09:23:42, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Review of the alarm log file revealed three (3) low flow alarms were logged since (B)(6) 2024. Log file analysis also revealed intermittent increases in power consumption and estimated flows to parameters above normal operating range starting on (B)(6)2024; however, no high watt alarms were logged within the analyzed period. Additionally, log files revealed two (2) critical battery alarms were logged on (B)(6) 2024 at 22:17:52 and 22:18:39 involving (B)(6) due to the battery depleting below 10% relative state of charge (rsoc). The observed critical battery alarms are additional findings, not related to the reported events. Further review of the alarm log file revealed one (1) controller fault alarm was logged on (B)(6) 2024 at 22:43:31, as well as multiple event exceptions logged on (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis revealed one (1) controller power up with an associated pump start event was logged on 07/sep/2024 at 09:23:04. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2024 prior to the controller power up event, indicating the power up event occurred during the initial pr ogramming of the controller and/or a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 09:23:10, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 09:23:35, indicating that the driveline was connected to the controller. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported high power and low flow events. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the observed critical battery alarms can be attributed to the battery depleting below 10%. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Applicable risk documentation, experience with events of similar circumstances, and the available information were cons idered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange, as described in the event details. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.